Event description:
A 3.0mm diameter by 15mm length s7 stent delivery system was inserted in attempt to direct stent a severely calcified left anterior descending coronary artery. It was not possible for the stent to cross the lesion; therefore, the delivery system was removed. A d114s ptca balloon catheter (2.0mm diameter by 16mm length) was inserted in an attempt to pre-dilate the lesion; however, upon the first inflation the balloon burst at 10 atmospheres. Another manufacturer's ptca balloon catheter (2.5mm diameter by 9mm length) was inserted, which also burst on its first inflation at 26 atmospheres. The s7 stent delivery system was then re-inserted; however, it still was not possible to cross the lesion. Upon pulling back the stent delivery system, the stent came off the balloon just prior to entering the sheath. It was not possible to retrieve the undeployed stent with a snare device, and the stent subsequently traveled down into the pt's leg. There was no further treatment to the target lesion. The pt was reported to be fine post procedure and there were no additional clinical sequelae reported related to the event. Attempting to direct stent the calcified lesion and the additional attempt to re-cross the lesion likely contributed to the loss of stent adhesion on the delivery balloon.